Manufacturer narrative:
Per tandem¿s user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a second bolus, not knowing that the first bolus was delivered. There was no impact to customer's blood glucose (bg). Customer ate carbohydrates to keep bg in range.

Manufacturer narrative:
Per tandem¿s user guide: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that an incomplete bolus alert was received. The customer then delivered another bolus, as the customer assumed that the prior bolus had not been completed and did not check the bolus history. There was no impact to customer's blood glucose (bg). Customer ate carbohydrates to keep bg in range.